Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No image was displayed during evaluation. In addition, the following non-reportable malfunctions were found during the device evaluation: the cable was twisted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible the image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established as the problem was not reproduced during evaluation. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that colored squares were detected on the monitor after connecting the 4k camera head. The image then disappeared and the screen went black. The issue occurred at the beginning of a therapeutic laparoscopy procedure. A similar device was used to complete the procedure without delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.